Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-02628. It was reported that during a lead replacement procedure (reference MFR. Report: 1627487-2018-02591) on (B)(6) 2018, one of the swift lock anchors was broken in half. Reportedly, the patient had a fall prior to the surgery. As a result, the patient underwent surgical intervention wherein both anchors were explanted and replaced. Note: it is unknown which anchor is liable, as a result both are being reported